Manufacturer narrative:
The reported events of ¿difficult for stylet to be pulled out¿ and ¿guidewire became difficult to be passed¿ were confirmed. As received, a complete lead was returned in one piece. Visual inspection found the ptfe coating of the stylet was bunched up inside the inner coil. X-ray inspection found the inner coil was stretched/ damaged inside the connector region consistent with procedural damage. The guidewire insertion could not be tested due to condition of the inner coil as received. The cause of the reported events was isolated to the bunching of stripped stylet ptfe coating inside the inner coil and damaged inner coil.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet was difficult to remove from the right ventricular (rv) lead and the guidewire failed to advance. The rv lead was not used and replaced. The patient was in stable condition.